Manufacturer narrative:
Customer was contacted several time, but no response received. Customer did not provide the serial number.

Event description:
The customer reported that the ventilator alarmed with blower failure. It is unknown if the unit was in use on patient, but the customer reported there was no patient harm reported.

Manufacturer narrative:
Failure analysis on the returned blower assembly shows that the blower assembly passed all testing. A blower failure was not duplicated. There were no faults found with the blower assembly.